Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem was not reproduced. Flow rate testing was performed and passed successfully. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused during delivery. The pump was programmed to infuse a 500 ml bolus in 30 min. At the start of the infusion, the drops flowed well into the tubing chamber. The pump rang after 30 min to notify the end of the bolus, but the 500 ml bag was still full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.